Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the black box revealed unexplained loss of prime on (B)(6) 2016 18:52; deliveries resumed on (B)(6) 2016 12:45. On (B)(6) 2016 16:20 an unexplained loss of prime occurred; deliveries never resumed. The pump was manually suspended on (B)(6) 2016 01:27 and manually resumed at 02:53. A manual suspend was also observed on (B)(6) 2016 23:02 and manually resumed at (B)(6) 2016 01:36. A manual suspend was also observed on (B)(6) 2016 21:31 and then manually resumed at 23:01. The total daily dose added up correctly and reflected the users programmed basal rates. No delivery defects were found during delivery accuracy test. The pump was found to be delivering within required range and delivering accurately. Three 163 error, alarm, ¿no cartridge detected warnings were observed on (B)(6) 2016. The force sensor measured within specification. The pump cover was removed; the force sensor pins were seated and solder connections were intact. No evidence of contamination or cracked force sensor traces were observed. No delivery interruptions or errors, alarms or warnings occurred during testing. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 613mg/dl with excessive thirst. The patient reportedly was unsteady in speech and walking and was hospitalized. Animas customer technical support (cts) reportedly troubleshooted with pump with the patient: a mock bolus was performed; the pump calculated the bolus totals correctly and accurately recorded in pump history. There were reportedly no settings issues with the pump. It was noted that the health care provider insisted that the pump be replaced. Cts reportedly referred the patient to the health care provider for assistance with diabetes management. This complaint is being reported because the patient experienced an adverse event allegedly due to a diabetes management issue and/or inaccurate delivery issue.